Event description:
It was reported the flex video scope experienced some rust inside and when they used the bioscope during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction. Based on the results of the investigation, the most probable cause is a component failure.